Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found one stent strut slightly raised in the middle section of the stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x32mm promus premier stent was advanced but was not able to cross the lesion. Upon removal of the device from the guide catheter, it was noted that a stent strut was lifted. The procedure was completed using another promus premier stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 2.50x32mm promus premier¿ stent was advanced but was not able to cross the lesion. Upon removal of the device from the guide catheter, it was noted that a stent strut was lifted. The procedure was completed using another promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x32mm promus premier stent was advanced but was not able to cross the lesion. Upon removal of the device from the guide catheter, it was noted that a stent strut was lifted. The procedure was completed using another promus premier stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).